Event description:
No additional information received.

Manufacturer narrative:
H3: analysis of the concerto coil (model: pv-12-30-helix lot: a869637) found that the introducer sheath was correctly oriented on the concerto pusher with the wavelock on the proximal end. The actuator interface was securely attached to the coupler tube and the break indicator was found intact. There was no evidence of any detachment attempts using an instant detacher or by manual method of breaking the break indicator. The implant coil was still attached to the pusher. No damages or irregularities were found with the introducer sheath or with the concerto pusher or implant coil. No other anomalies were observed. Based on the analysis performed, the customer report of ¿coil migration after deployment¿ was not confirmed as the concerto coil was returned intact and not deployed. The customer did not submit any images or videos for review. Therefore, any potential causes for reported failure could not assessed. H6: device code updated to a24. H10: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned a way that could lead to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the concerto coil migrated after deployment. The cause of the migration was unknown, but the coil was implanted in the intended location. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event.